Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered indicating low impedance on the right atrial (ra) lead. Falling impedance was also noted. The lead remains in use. No patient complications have been reported as a result of this event.